Event description:
It was reported that during a da vinci-assisted surgical procedure, the distal plastic tip of a maryland bipolar forceps instrument melted due to cautery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting distal plastic tip melted, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The instrument was found to have localized melting near the grip base. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Root cause is attributed to component failure. The complaint regarding plastic tip melted was confirmed by fa, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges the maryland bipolar forceps instrument had thermal damage near the grip base. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.